Event description:
It was reported that this was a venotomy closure of a right common femoral vein using the pre-close technique via a 6f sheath hole prior to an interventional a fib ablation procedure. Reportedly, femoral imaging was not performed. The first prostyle suture was successfully deployed. The second prostyle device had a cuff miss[suture retrieval issue]. The third prostyle device was successfully pre-placed. The sheath was upsized to a 17f, and the interventional procedure was completed. Hemostasis was achieved with the first and third pre-placed prostyle sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Femoral imaging was not performed. It should be noted that the electronic perclose prostyle instructions for use (IFU) states: perform a femoral angiogram to verify the location of the puncture site. It is unknown if the IFU deviation contributed to the reported difficulties. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. H6 medical device problem code: 2017 - failure to follow steps / instructions